Event description:
It was reported that cartridge did not fully snap into pump when customer attempted to load it. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.